Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to observations of low out of range pace impedance measurements less than 200 ohms. No additional adverse patient effects were reported.